Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Seventeen (17) devices were received for evaluation; fifteen (15) events were confirmed during testing. Twelve (12) devices were found to have high impedance. One (1) device was found to have a loose retaining nut. One (1) device was found to have worn latch. (1) device was found to have both high impedance and corroded pins. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. These devices are not repairable and were not returned to the user facilities. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the devices caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.